Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding the complaint that alleges ¿received two positive results from the¿ bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿and subsequently received negative results from three alternative at home tests¿. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test two false positives occurred. Confirmatory testing was performed using additional tests from other brands. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they received two positive test from a non bd covid test and then received a negative result after using the veritor at home test. Problem description: verbiage from email: ¿it tested positive twice in 48 hours, whereas the other brand reported negative. 3 brands tested negative and this brand said positive.¿ date of event or issue: (B)(6) 2021.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). There is no 510(k) for this device as it is eua. (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test two false positives occurred. Confirmatory testing was performed using additional tests from other brands. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they received two positive test from a non bd covid test and then received a negative result after using the veritor at home test. ¿ problem description: verbiage from email: ¿it tested positive twice in 48 hours, whereas the other brand reported negative. 3 brands tested negative and this brand said positive.¿ ¿ date of event or issue: (B)(6) 2021.